Event description:
It was reported that customer was hospitalized due to bent cannula, which led to high blood glucose of 545 mg/dl. Customer stated that he was not feeling well and believed a bent cannula caused the high blood glucose. Diabetic ketoacidosis was the official diagnosis. No troubleshooting performed on the insulin pump. Customer did not have supplies available, will follow-up with medtronic at a later date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.